Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made with out the device.

Event description:
It was reported that during placement of the 10lpc tracheostomy tube, the physician and the anesthesiologist observed a leak between the inner and outer cannula. The leakage made ventilation of the patient impossible. The tracheostomy tube was removed and the patient was re cannulated with another 10lpc.